Manufacturer narrative:
The sensor was inspected; housing was found to be damaged on the 'safe level' side, which led to the sensor failing to detect low level in the reservoir.

Event description:
Safe flow level detector would not trigger despite fluid level dropping below detector. Happened on friday on (B)(6) 2024 around 1300 using hlm with workstation ph1000740.